Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The computer was returned for analysis. Analysis found that the computer passed as functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive during the procedure. Restarting the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.